Event description:
The biomedical engineer reported that they are getting intermittent gas readings on this multigas unit. This happens very often and that they can usually correct it by powering down, unplugging, reconnecting, and powering back on. However, this seems to happen all the time, especially during live cases, and the customer is looking for options to resolve this issue. The unit is being exchanged. No patient harm was reported.